Event description:
A baxter service technician found that a homechoice system failed the ground bond performance specification during testing.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
It was reported the lead was capped due to high thresholds. The lead was not replaced. The device was replaced due to eri. No patient complications have been reported as a result of this event. It was later reported the patient died (B)(6) 2009 with unknown relatedness "to both the system and an arrhythmic event." The cause of death has been requested and not received.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the peritoneal dialysis nurse (pdrn) who stated that the patient did call the following day to report the event, and that she was complaining of shoulder pain. The patient did not require medical attention, and the rn stated that the pain resolved on its own. The rn stated that the patient continues to use the homechoice for pd therapy to date, but she did not know the cassette's lot number or the date of shipment delivery. Since the issue was resolved over the phone and the patient did not report further issues; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air. The report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based upon the information obtained from baxter?s investigation, the root cause of the air in tubing could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding air in the patient line on the homechoice (hc) unit during fill 1. The hp stated she only drained 4ml in the initial drain and the hc went to fill 1 and pushed some air bubbles into her. The technical service representative (tsr) explained that the patient line must not have primed all the way. The tsr advised the hp to call her nurse right away for clinical advice. No additional information is available at this time.